Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion was set fell off during (B)(6) 2024. The infusion set was in use for one and half day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.